Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the "pump wasn't working properly". There was no reported adverse impact to the customer's blood glucose level. Customer declined follow up from tandem technical support and further information was unable to be obtained.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.